Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their system replaced after they had fallen. The patient stated there ¿was something about the battery¿ that led the healthcare provider to replace their system. Additional information was received from a manufacturer¿s representative (rep) stating that the ¿something wrong with the battery¿ was that the patient had an impedance test that showed damage and high impedance to the device. It was noted that the patient was very pleased with the therapeutic effect and wished to have the device replaced. The rep stated that high impedance across all electrode configurations was shown when the impedance test was run. The rep noted there were not programming options left for the patient due to their fall. No patient symptoms were reported. No further complications were reported.